Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his staff had inadvertently incorrectly reprocessed his olympus evis lucera ultrasonic bronchovideoscope. According to the initial reporter, the scope had been washed but the filters on his olympus endoscope reprocessors had not been replaced since (B)(6) 2021. The customer confirmed that he has 2 olympus reprocessors on site. Consequently, he could not confirm which scopes were cleaned in which unit. The total number of possible events is unknown. However, the customer did confirm a total of 15 devices were involved 2 processors and 13 scopes. There was no patient harm reported as a result of the above event. This report is capturing event 6 of 15. For the related events, please see reports with the following patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon may have been improper reprocessing due to a customer handling error. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state in chapter 7 cleaning, disinfection, and sterilization procedures¿: "¿ gas filter replacement must be performed. There is a risk that disinfectant vapors may not be sufficiently removed. The gas filter must be replaced. ¿ the water filter should be replaced at least once every two months. Poor performance of the water filter may result in inadequate removal of bacteria from the tap water and possible contamination of the equipment pipeline." Olympus will continue to monitor field performance for this device.